Manufacturer narrative:
Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: the exact date of the event is unknown. The provided event date, 12/01/2025, was chosen based on the date that the manufacturer became aware of the article. Block g2: galaverni, m., colombo, f., grondelli, c., salaroli, f., dell'anna, c., renna, I., bergamini, m. L., ceccon, g., lattanzi, e., gianni, s., maestroni, u., ziglioli, f., campobasso, d., manna, c., livia, r., ghetti, c., benecchi, g., maddalo, m., d'abbiero, n., & simoni, n. (2025). Early complications, quality distribution and dosimetric impact of hyaluronic rectal spacer for prostate cancer stereotactic body radiation therapy [conference abstract]. Estro 2025 - clinical-urology, digital poster 4476. Block h6: imdrf device code a1502 captures the reportable event of gel misplacement vascular.

Event description:
Boston scientific became aware that a spaceoar hydrogel system was used during the study performed in the article titled "early complications, quality distribution and dosimetric impact of hyaluronic rectal spacer for prostate cancer stereotactic body radiation therapy" written by galaverni et al. The research was conducted at the university hospital of parma and focused on evaluating the safety and effectiveness of hydrogel rectal spacers in prostate cancer treatment using sbrt. The study was performed between anuary 2022 and june 2024 and included 70 patients with localized prostate cancer who received the hydrogel spacer prior to sbrt. The objective was to assess post-injection complications, implant quality distribution, and the impact on rectal dose. Reported complications included 22 cases (31.4%) of grade 1 and 6 cases (8.6%) of grade 2 adverse events. Additionally, rectal wall infiltration (rwi) was observed in 23 patients (32.9%), categorized as edema/signal changes, partial infiltration, or full-thickness infiltration. Intraprostatic injection occurred in 4 patients (5.7%), and five patients required radiotherapy only after spacer reabsorption due to severe infiltration or intraprostatic placement. This event captures patient complications such as rectal wall infiltration and intraprostatic injection, which are considered malfunctions related to spacer placement. While most complications were mild and resolved without significant sequelae, these findings highlight risks like injection into the rectal wall and the need for treatment delays until device reabsorption in certain cases. The study concluded that hydrogel spacer placement is generally safe, but proper technique and monitoring are essential to minimize these adverse outcomes.